Manufacturer narrative:
(B)(4).

Event description:
It was reported " , the patient was admitted to the hospital due to acute myocardial infarction. After the catheter was inserted on the left side, the pump alarmed and the balloon did not start pacing. After checking that the pump and operation were correct and restarting it, the catheter still did not working normally and the pump also alarmed, change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 30cc 7fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the super arrow-flex (saf) sheath was noted on the iabc. The one-way was tethered to the short driveline tubing. The bladder was fully unwrapped. The central lumen was noted kinked at approximately 49cm, 51cm, 53.3cm and 75.5cm from the iab distal tip. No blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway; the catheter was likely cleaned prior to return. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The cathe-ter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormali-ties or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. An external leak was immediately noted and located around the prox-imal end of the bifurcate bushing. No other leaks were detected. A lab inventory 0.025in guide-wire was back loaded through iabc distal tip. Resistance was noted at approximately 49cm, 51cm, 53.3cm and 75.5cm from the iabc distal tip, which are the locations of the previously not-ed kinks. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab helium loss alarm is confirmed. During the investigation, an exter-nal leak was confirmed from the intra-aortic balloon catheter (iabc) bifurcate bushing. The exter-nal leak could cause a helium loss alarm. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the external leak from the iabc bifurcate bushing. The probable root cause of the complaint is manufacturing related. A corrective and preventive action (CAPA) has been initiated to further investigate the issue.

Event description:
It was reported ", the patient was admitted to the hospital due to acute myocardial infarction. After the catheter was inserted on the left side, the pump alarmed and the balloon did not start pacing. After checking that the pump and operation were correct and restarting it, the catheter still did not working normally and the pump also alarmed, change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of iab helium loss alarm is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported " , the patient was admitted to the hospital due to acute myocardial infarction. After the catheter was inserted on the left side, the pump alarmed and the balloon did not start pacing. After checking that the pump and operation were correct and restarting it, the catheter still did not working normally and the pump also alarmed, change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".